Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads will not stay on and falls out when I am brushing. It does not click into place any more - oral-b [device breakage] case narrative: consumer via e-mail reported that their oral-b toothbrush heads would not stay on their oral-b toothbrush handle, type 3772, fell out when brushing, and would not click into place anymore. No injury was reported. 23-apr-2024 via image: the suspect product lot number was 3cb14751904. No injury was reported.

Manufacturer narrative:
26-jun-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.

Event description:
Brush heads will not stay on and falls out when I am brushing. It does not click into place any more - oral-b [device breakage]. Case narrative: consumer via e-mail reported that their oral-b toothbrush heads would not stay on their oral-b toothbrush handle, type 3772, fell out when brushing, and would not click into place anymore. No injury was reported. 23-apr-2024 via image: the suspect product lot number was 3cb14751904. No injury was reported. 13-jun-2024 case update from information initially learned on 21-may-2024: the concomitant product was oral-b power power oral care refills precision clean eb20rb. No injury was reported.